Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery jaw started smoking. Did not touch drapes or harm the patient. Device was unplugged and taken off field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Initial reporter's occupation : (other health professional) assistant materials manager. (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred tissues were evident on the jaws. Microscopic inspection showed the heater wire was slightly flexed away but remained attached at the tip and at the base. An electrical evaluation was conducted. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during testing. Based on the returned condition of the device and the results of the investigation, the reported failure mode "environmental particulates" was not confirmed. The analyzed failure mode "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery jaw started smoking. Did not touch drapes or harm the patient. Device was unplugged and taken off field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.